Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05028. It was reported that the burr became stuck on wire. A rotablator burr and a rotawire¿ were selected for use. During withdrawal, it was noted that the wire got stuck with the burr. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.